Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: undetermined. Root cause description: undetermined.

Event description:
It was reported that connector disconnection occurred during use with a tray epid cont we17g3.5 swc x3796. The following information was provided by the initial reporter, "it was reported that stingray connector is disconnecting from catheter."